Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The problem at the hospital was resolved by the exchange of the ventilator expiratory valve coil. After the exchange the device passed the pre-use check test again. The returned expiratory valve coil did not reveal any deviations during the visual inspection. When mounted into a ventilator device, the customers reported error during pre-use check could be reproduced. The cause to the reported fault was due to the faulty expiratory valve coil. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).